Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date: {(B)(6) 2026}, explant date: {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, angiography confirmed occlusion at the access site. Balloon angioplasty was performed with a 6 millimeter (mm) balloon, and restoration of blood flow was confirmed. Per the physician, the non-medtronic closure device contributed to the occlusion.

Event description:
Additional information was received that the right side was used as the access site for the delivery catheter system (dcs), and the minimum diameter of the access vessel was 7 mm. The occlusion was also observed at the right side, and occurred at the time of wound closure. Per the physician, the dcs did not cause or contribute to the occlusion. There was nothing in terms of patient anatomy that contributed to the occlusion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.